Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the trigger-slider was jammed and blocked. The lower trigger slightly blocked. The device was repaired and returned to customer on(B)(4) 2013. The complaint is indeterminate. Placeholder.

Event description:
Device was returned for an unknown reason. During the service technician found the trigger had jammed. This is report 1 of 1 for #(B)(4).